Event description:
It was reported that a signal loss occurred. The wearable was inserted into an off-label insertion site. On (B)(6) 2026 the patient¿s mother reported that she was required to bring the patient to the emergency room (ER) due to the sudden development of large ketones accompanied by abdominal pain. According to the mother, the patient became significantly ill, which prompted urgent medical attention. The mother attributed the incident to a failure in communication between the patient¿s dexcom g7 continuous glucose monitoring (cgm) sensor and the omnipod insulin delivery system. She stated that because of this apparent communication disruption, the patient did not receive insulin as prescribed, which may have contributed to the development of ketones and subsequent symptoms. The mother was uncertain about the exact cause of the malfunction. She could not confirm whether the issue originated from a disconnection between the dexcom sensor and its mobile application or a failure in communication with the omnipod insulin pump. Due to the uncertainty and concern for device functionality, the mother removed the sensor. At the time of the incident, the mother was unable to verify the patient¿s blood glucose levels using a blood glucose meter (bgm), nor could she confirm the accuracy of the dexcom readings. Additionally, she did not report whether a fingerstick blood glucose test was performed or if any corrective treatment was given prior to or after arrival at the ER. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 7/2/2026. Data was provided for investigation data investigation could not confirm the allegation. App data was provided for investigation. However, as the reporter was unable to provide an approximate incident date, a complete investigation could not be performed. The allegation and probable cause could not be determined. No additional patient or event information is available.